Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included incarcerated umbilical hernia, endometriosis, menorrhagia, pelvic pain and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included incarcerated umbilical hernia, endometriosis, menorrhagia, pelvic pain and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.